Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, h2, h6, h11. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The customer indicated this was not an event where the clip fell off. This was an event where the long clip which should have clipped in normally had for some reason flown out toward the small intestine. Cold snare polypectomy (csp) was performed in the descending colon and clipping was performed for prophylactic hemostasis. The procedure was completed without problems. The doctor initially indicated they could not determine was caused the perforation, whether it was a problem with the clip's holding force or the patient's constitution this was the first time this event had occurred. The procedure was simple as usual, and there was no discomfort, etc. The patient received emergency operation and emergency hospitalization. The doctor's opinion was that it was not a clip issue, which indicates the possibility of patient constitution or another company's csp snare.

Manufacturer narrative:
E1/initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a long clip was used for hemostasis in a cold polypectomy procedure the previous month. Within a week from the aware date, there was a change in the patient's condition. It was found that an intestinal obstruction had developed. Surgical treatment was completed in an emergency operation. No information on the specific details of the treatment or the patient's condition afterwards was provided. It was reported that the physician believed that the long clip implanted the previous month had flown out toward the small intestine causing inflammation, adhesions to the small intestine, and intestinal obstruction.